Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument failed to fire (peep and complete sounds are normal). An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed no related error. The tse advised to monitor the issue for recurrence. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: sealing sound was heard but no tissue effect or smoke was observed while the surgeon was trying to seal tissue. The issue occurred only once and the vse instrument was used continuously in the procedure. The vse instrument previously worked for about three to four hours prior to the sealing issue. No error was displayed during the sealing sequence and audible signal (continuous tone) was heard when the pedal was pressed. The sealing cycle was also completed with the fast audible tones as expected. No tissue was ever cut that was not fully sealed since no tissue effect was observed. The target tissue was a vessel for right lateral dissection. The target tissue was not under tension during sealing/cutting process. The tissue was not greater than 7 mm in diameter and not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The instrument jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The customer used the medium-large clips to clip the vessel and the vse was used near the clips. The jaws of the vse instrument were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected additional bleeding was experienced by the patient. The reporter was unsure if the instrument will be returned for failure analysis evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the vessel sealer instrument failed to energize, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The vse instrument issue resolved and the system was operating without issue at this time. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.